Event description:
Patient started having suction alarms on impella console for anything above p-4 despite receiving 250cc albumin and 500cc plasmalyte. Cvp adequate (12). Position was confirmed on bedside echo. When impella was turned back to p-7 the flow remained stable and 4lpm but suction alarms continued. Motor current readings remained the same. Ao placement signal did not correlate with bp. Discussed with impella rep and it was determined that due to the above information the placement signal sensor was no longer working. The suction alarms were disabled on the console and impella turned back up to p-7. If ao signal returns to normal the suction alarms would be able to be turned back on, but the most likely result will be the impella console will stop reading placement. Impella rep advised to not change the impella console as it may not restart on a new console.